Event description:
The facility reported a pump that displayed "out of service" stopping infusion. The pump did infuse for 10 minutes. This event occurred during pt infusion of an unspecified brand of insulin. There was no pt injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.